Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the cartridges had been in use for more than 3 days. Tandem technical support educated customer regarding cartridge labeling. Customer reloaded original cartridge to address issue. Customer's blood glucose level was 142 mg/dl.